Event description:
It was reported that the customer's down arrow button was not working. The customer's blood glucose was 5.2 mmol/l. Advised customer that the button may have been stuck. Troubleshooting was done. Advised customer to remove the battery for five minutes and then insert a new battery. The customer stated that the buttons were responding after inserting the new battery. The customer later stated that the down button stopped responding again. Advised customer to discontinue use of the insulin pump and revert to a back-up plan. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip and minor scratches on display window noted during visual inspection. All buttons function properly. However moisture damage was noted on keypad traces.